Event description:
It was reported that bd prefilled syringe leaked past the stopper. The following information was provided by the initial reporter, translated to english: notification: the nacl is sprayed in the line. And while withdrawing the plunger/plunger, blood is withdrawn along the plunger/plunger. Consequences: no consequences, but it is not supposed to happen. We have only seen this complaint recently. Risks: no. 7 nov. Did the defect result in serious injury? No. Did the treatment plan need to be adjusted as a result of this incident? No. Did any medical intervention have to take place as a result of this incident? No. Did any other actions need to be taken as a result of the defect? No. If used, please confirm if the samples have been used or contaminated with blood or cytotoxic medications? With blood, but no cytotoxic medication.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
A device history record review was completed for provided material number 306572 and lot number 3173241. The review did not reveal any possible non-conformances that could have contributed to this reported incident. To aid in the investigation of this issue, one (1) picture sample and two (2) physical samples were returned for evaluation by our quality team. As the physical samples were used, they were emptied and disassembled for decontamination. We were unable to reproduce the reported issue through the sample analysis. However, based on the provided feedback, it is most likely that the leakage resulted from misuse. It is important to note that the posiflush syringes are pre-filled single use syringes intended for flushing only. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Event description:
No additional information.

Event description:
No additional information.